Event description:
The physician reported that after implant of the subject device, a revision was performed due to atrial lead dislocation on (B)(6) 2012. The lead impedance value prior to revision was reported normal, and no device testing was performed immediately following the revision. It was indicated that the day after, both lead impedance measurements were >3000 ohms in unipolar pacing, and bipolar programming was not possible due to a "unipolar lead / high impedance message." An x-ray showed that both lead connector pins were correctly positioned and tightening of each set-screw yielded clicking of the torque-limiting screwdriver. Another re-intervention was performed on (B)(6) 2012, and the subject pacemaker was replaced. Normal lead measurements were indicated during this revision by psa and by the replacement pacemaker.

Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.